Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter was inserted on (B)(6) 2011 by a radiologist, after the catheter was inserted it was fine. About a week or so, the catheter was removed in the hospital due to bleeding from the a port line. Pt was very unpleased due to the fact he had experienced a faulty catheter twice in sgh placement, the previous incident was a crack present at the a port line of the tunneled dialysis catheter. Thus they had to do another replacement of catheter for the pt on the above mentioned date.